Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube. Motor error alarms test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test were not performed due to blank display. The motor was tested outside the device and passed. The device had broken off battery cap, cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 105 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).